Event description:
Per dealer, is alleging that the boom bent on the 9805p to the left of the hydraulic pump is attached to the boom. (Towards the front of the boom) . Patient fell to the ground, but no injury and no medical attention.